Event description:
It was reported that during implant after the physician sutured directly on the lead body, the lead exhibited loss of capture, loss of sensing and low impedance. After the lead was removed, an insulation anomaly was noted. The lead was not used and a new lead was implanted. The patients condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.